Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; when the cable was moved, the image was lost. The cause was isolated to a faulty cable. In addition, the evaluation found traces of rust on the optics retention coupler, a cut on the cable and damage to switch #3. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when tilting the camera head, the setting chart appeared. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g2, replace ¿c22132444¿ with ¿spain¿ in 'other' field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was pointed out that an image was not displayed due to faulty cable. There was no description for the cause of the faulty cable. However, technical evaluation (ter) surmised that through the cut in the cable, it was likely that moisture was able to filter through which caused the image to fail. It was recommended to replace the cable, the keypad and the optics retaining coupler. Olympus will continue to monitor field performance for this device.